Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on 06/19/2026 by (B)(6). From daybreak that the patient stated the knob on the upper piece of their device broke off while in the mouth. The event occurred on 06/13/2026. At which time the device was only 6 months old so the customer requested a replacement. The patient was informed to discontinue use of the device and to return it. There was no harm caused to the patient.